Event description:
It was reported the pt's ipg incision site would not close/heal. The ipg system was explanted due to potential infection. The pt was placed on oral antibiotics and is responding well. The returned product was received on 12/8/2009. After decontamination, product will be evaluated. A follow-up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Evaluation results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.